Event description:
Caller alleges inaccuracy with inratio. Results as follows: date: 2008, inratio: 7.2, lab: 11.0; date: same day, inratio: 3.2, lab: 11.0. Caller alleges imprecision with inratio. Results as follows: first test inr = 7.2; second test inr = 3.2.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008, inratio: 7.2, lab: 11.0, mean: 9.1, confidence limits: cannot be determined; date: same day, inratio: 3.2, lab: 11.0, mean: 7.1, confidence limits: cannot be determined. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The readings are considered accurate based on "area outside the acceptance region" table for data set #1 and inaccurate for data set #2. The results are considered discrepant within the context of the documented variability for inr testing. Therefore, further testing is required at this time. Inratio precision data provided by end-user lot: 070510. First test inr = 7.2; second test inr = 3.2; mean = 5.2; sd = 3.8; %cv = 54.4. The %cv is greater than 20%. Per internal procedure, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time.